Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the power cord to the vision side cart. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the power cord that was pulled.

Event description:
It was reported that there was an issue with the system not starting at all. During troubleshooting, the individual onsite stated that the situation was resolved by reconnecting the energy cable to the cart, which was found to be loose at the cart side rather than the power outlet. Technical support questioned this explanation, noting that the cable is normally secured with four screws, making simultaneous loosening unlikely. It was suggested that the system¿s breaker might have been set to off, which would cause similar symptoms. Further inspection of the system cabling and internal power connections was requested, but access was not possible because the cart door was locked. Later, while documenting the case, the problem was escalated when the system cable was pulled, causing a complete loss of power to the vision cart. Afterwards, the power could not be restored even when the cable was reconnected, and the system remained down, which led to the procedure being aborted before docking, after anesthesia had begun.

Manufacturer narrative:
The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The root cause is attributed to a damaged vsc power cable. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.